Manufacturer narrative:
Event date was not provided. Therefore, (B)(6) 2025 was used as an approximate event date.

Event description:
It was reported that the patient stated an inflatable penile prosthesis (ipp) had been removed because it was coming out of the tip of his penis. At a later date, the patient is interested in a new implant. No replacement surgery has been scheduled, and no additional information has been provided.